Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a battery error message on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device for field change order (fco) activity which included replacement of the power management (pm) printed circuit board assembly (pcba). The asp reported an after-market battery was in use which is not compatible with the pm pcba replacement. The asp advised the customer who agreed to replace the battery with an original equipment manufacturer (OEM) battery. To guarantee the correct operation of the equipment, customers are advised by philips to replace the original battery only with another philips-approved battery. The customer replaced the non-OEM battery with a philips battery to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.